Manufacturer narrative:
The unknown screw has a possible/likely part family of 214.5xx. The screw, therefore, is a 4.5mm cannulated screw partially threaded with sizes ranging from 20mm to 80mm. Clarification: per the event description, the screw was implanted and the patient closed up. After the x-rays confirmed product problem, a separate incision was made to remove the device. Therefore, (B)(6) 2015 was reported as the implant and explant date. Based upon the likely part family (214.5xx), the 510k number is (B)(4). Product investigation summary: one unknown 4.5 cannulated screw, partially threaded, stainless steel (conforming part family 214.5xx, lot number unknown) was received with the complaint category of ¿does not/will not function: stripped.¿ the complaint condition is confirmed as the screw was received with the distal thread portion unraveled and broken off the shaft of the screw. A root cause could not be definitively determined; however, the damage seen to the threaded portion is consistent with the damage from very dense bone or impact with another object, such as the guide wire. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The evaluation shows that this implant is intended for use in fracture fixation of long bones and long bone fragments. Information is provided per the 4.5mm cannulated screws technique guide. The break on the shaft of the screw is located at the proximal start of the screw threads, approximately 28mm from the proximal end of screw head. Approximately one level of threading remains on the shaft. The screw head shows wear and is in working condition. The threads from the distal end were unwound and mangled. The threaded portion is twisted and cracking in various locations. Thus, the complaint condition is confirmed and consistent with the reported issue. Replication of the condition is not applicable as the screw is already heavily damaged and broken. The date of manufacture is unknown for the cannulated screw, so a review of the current design drawing was performed. While the exact part number cannot be determined to due to the unknown length, the returned screw was found to be conforming to the 214.5xx part family. The design is constrained by the clearance needed for the 1.6mm guide wire and the desired 4.5mm diameter for the screw. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
8/24/15: there is no lot number, as screws did not come with lot numbers.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. This report is for one unknown lot number. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction of internal fixation (orif) of foot, surgeon had difficulty inserting screw into the bone on the guide wire. After screw was implanted and while viewing x-ray it was noticed that screw was stripped. Surgeon made another incision and explanted the damaged screw. Surgery was successfully completed with another screw. Patient status outcome was unknown and surgical delay of 45 minutes was reported. It was also reported that 4.5 cannulated screw was stripped during surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date reported on initial as (B)(6) 2015, should be (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.